Manufacturer narrative:
Concomitant medical products - model: 5076-52, lead; implanted: (B)(6) 2007. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead rv tip-to-rv coil impedance exceeded the programmed lower alert threshold, triggering an alert for low pacing impedance. The lead remains in use. No patient complications have been reported as a result of this event.